Event description:
During performance of therapeutic, endovascular hypothermia therapy the external tubing developed a balloon and burst. The tubing was replaced two additional times with the same defect occurring each time with the identical product lot number. No patient or care provider harm as a result of the defect/failure. Manufacturer has been alerted and defective tubing to be returned to manufacturer for independent testing.